Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo 90 infusion set cannula was stuck in the patient's body. The patient felt no pain and was not dealing with any infections. Patient elected to not have sites removed after speaking with their physician. No injury was reported. See MFR: 2183502-2016-01899.